Event description:
It was reported that the customer's insulin pump has a blank display, battery out limit alarm, as well as buttons that are unresponsive. Customer's blood glucose level at the time 112mg/dl. Customer stated that they have reverted to manual injections. No significant event leading up to the event were mentioned. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.